Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The ablation was stopped using the double stop technique. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least eight injections were performed with catheter 2af284 /92263-17 on the date of the event without any system notice triggered. Based on the power up file, system notice (#11200) was received indicating that there is a problem with the system. In conclusion the reported phrenic nerve palsy (pnp) issue was not confirmed through the data analysis. The reported system notice received indicating that there is a problem with the system was not confirmed through the data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, 10:48:57: incoming information indicated that the phrenic nerve palsy (pnp) recovered.